Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported seeing dark shadows (dysphotopsia). The iol was explanted and replaced; the pt developed cystoid macular edema following the explant and required medical therapy. The relationship between this event and the iol is not known. The surgeon stated the pt's outcome was good.